Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the plunger clamp, tip clamp, and lld contact spring in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to svc.